Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the exhalation valve and reference to the 3159 code and recommended repairs per the manual. The customer replaced the defective exhalation valve to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error exhalation valve test failure (e/c 3159). The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
This complaint was submitted in error, please refer to MDR 2031642-2019-02911. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.